Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported she was unable to test for four days because the screen on her meter was completely blank. She said she was unable to respond to anyone speaking to her and her daughter became concerned and called the paramedics. She was transported to the hospital and was diagnosed with severe hypoglycemia. It is unknown what treatment was rendered at the hospital.